Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed repeatedly while accessing the medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager kept failing repeatedly. A field service engineer (fse) replaced the latch, microswitches, and cable harness. The fse tested the repair using the hardware test application and confirmed proper functionality. The fse made adjustment to the hasp, tested the remote manager in hardware test application. The system functioned as intended after the field service engineer repaired the device.